Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with glucose readings above 180 mg/dl for over 10 hours, including values of 199 mg/dl by phone and 206 mg/dl by fingerstick, while using a 6 mm teflon infusion set with 23-inch tubing and performing multiple supply and site changes. Symptoms included high blood glucose. Outcomes included user education and troubleshooting with glucose trending toward range, with a most recent value of 178 mg/dl, and no need for medical intervention. Investigation included technical support review and user education on allowing sufficient infusion site dwell time and avoiding manual meal entries to correct highs so the system can dose as designed. Investigation of this case revealed no device malfunction was identified and use-related factors were addressed through education. It was concluded that the event was consistent with hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.